Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the implant procedure was completed, it was noticed that the pulse generator exhibited a battery impedance anomaly prior to implant. Review of the device image confirmed that the impedance anomaly was due to temperature impact during the event. No intervention was performed. There were no adverse consequences to the patient. The patient would be monitored.